Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range impedance measurements which triggered the lead safety switch. The field representative suspects a clavicular crush as the previous ra lead was replaced for a clavicular crush. Boston scientific technical services (ts) discussed programming options. The field representative will discuss with the physician how he wants to program the device. There is no plan to replace the lead at this time. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.